Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the customer had the pump plugged in for an extended period of time and the pump did not charge with the usb cable. There was impact to the customer's blood glucose (bg) level (512 mg/dl). The customer took a bolus to stabilize bg level. Troubleshooting was performed. A replacement usb cable was sent to the customer.